Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-jun-2016 which refers to a adult female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, her post procedure she has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On (B)(6) 2016, plaintiff underwent a hysterectomy to have the essure coils removed. Quality-safety evaluation of ptc ((B)(4)) received on 23-jun-2016: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe and chronic pelvic pain. Plaintiff underwent a hysterectomy to remove the devices five years after placement procedure. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering event's nature and implied temporal relationship, causality between reported event and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure device with apparent perforation through the fallopian tube') and pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("increasingly severe discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and fatigue ("chronic fatigue"). The patient was treated with surgery (hysteroscopy diagnostic laparoscopy diagnostic salpingostomy bilateral laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation outcome was unknown and the pelvic pain, menorrhagia, pelvic discomfort, back pain, abdominal distension and fatigue had not resolved. The reporter considered abdominal distension, back pain, fallopian tube perforation, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information added. Event: left essure device with apparent perforation through the fallopian tube added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.